Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. The staples appear properly aligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 32 staples left in the cover block indicating that at least 3 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple properly formed in the stapler. However, it did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. This was repeated one more time with the same result. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. A staple correctly formed but was unable to release from the device. Another attempt was made and this time, the staple was able to properly form and release from the device. This was repeated two more times with the same result. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, three staples were able to properly form and release from the device. The anvil from the returned sample was inserted back into the returned sample. Upon assembly, the trigger was engaged and one staple correctly formed but was unable to release from the device. This was repeated two more times with the same result. The device was sent to the manufacturing site for further investigation. Upon investigation, the remaining staples fired properly and no functional issues were found with the device. Therefore, it could not be confirmed that the anvil was defective. It could not be determined why some of the staples from the returned stapler were unable to be released. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the staples to be unable to release. The sample was shipped to the manufacturing site for further investigation and it could not be confirmed that the anvil was defective. The reported complaint of "jamming" was confirmed based upon the sample received. Initially, the staples were able to properly form in the stapler, but were unable to release from the stapler. The sample was sent to the manufacturing site for further investigation. Upon further investigation, the manufacturing site could not confirm that the anvil was defective. The remaining staples from the returned device were able to fire properly and no functional issues were found with the device. Therefore, it could not be determined what caused staples to initially be unable to release. No errors could be found in the assembly. The root cause of this complaint issue is undetermined.

Event description:
It was reported that the device jammed which caused failure to suture during usage.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot# 73b1800244 investigation did not show issues related to the complaint. The device investigation is pending.

Event description:
It was reported that the device jammed which caused failure to suture during usage.